Event description:
Related manufacturer reference number: 2017865-2022-46622. It was reported that the patient presented for a procedure. It was noted that the right ventricular lead and the right atrial lead exhibited noise. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of lead noise was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impressions. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.